Manufacturer narrative:
The device and angiograms were not returned for investigation. Due to the lack of information the root cause of the occlusion cannot be determined. It is suspected that the manta implant was either deployed partially in the vessel or there was a formation of an occlusive dissection. Dissections are a common large bore procedural complication. The following adverse events related to the deployment of vascular closure devices have been identified in the us IFU: local trauma to the femoral or iliac artery wall, such as dissection and/or ischemia of the leg or stenosis of the femoral artery. The risk documentation was reviewed, and this type of incident is a known risk. The occurrence of this type of event remains below risk documentation's acceptable rate. The device history record (DHR) documentation was reviewed and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists stenosis and other access site complications requiring endovascular interventions as a possible adverse event related to vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. Depth measurement of the right femoral artery was 2+1 cm. In preparation for the tavr a procedure sheath was placed, and then replaced with a different sheath due to a change in decision regarding the valve to be used. Tavr deployment was said to be uneventful. During manta 18f deployment a fellow in attendance noted a "weird tenting" at skin level. Post closure contralateral angio showed an occlusion to the rfa at the access site. Several wire advancements were required to eventually cross the access site occlusion. A boston 8x40mm self-expanding stent was placed. The stent was not fully expanded so balloon inflation was used to fully expand the stent. Flow was fully restored.